Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the devices blower bellows, blower chassis plate, blower cap, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, dual limb cup, outlet side panel and muffler assembly will need to be replaced due to dust and dirt contamination and software version was upgraded, which was not related to the malfunction/issue.